Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A50512) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: she had no problem when didn't had essure was active and running. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("sever cramping"), mood altered ("moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("vision/eye problems type: unspecified"), visual impairment ("vision/eye problems type: unspecified"), alopecia ("hair loss"), abdominal pain upper ("pain: stomach") and back pain ("pain: lower back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy: (B)(6) 2018, laparoscopic bilateral salpingectomy: (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, female sexual dysfunction, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, eye disorder, visual impairment, weight increased, alopecia, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, eye disorder, female sexual dysfunction, genital haemorrhage, headache, migraine, mood altered, nausea, pelvic pain, tooth disorder, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound pelvis - on an unknown date: -thickened endometrium. Discussed with patient possibility of polyp, fibroid, hyperplasia- recommend endometrial biopsy for evaluation. Essure coils appear to be appropriately placed, though cannot completely visualize tubes - no other source of pain identified on us. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, back pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: the case is incident. Reporter information was added. This case concerns adult patient. Her demographics were added. Her medical history was added. Lab data was added. Essure indication was updated. Essure insertion and removal date was updated. Essure lot number was added. Per plaintiff fact sheet events: moody, apareunia (inability to have sexual intercourse), migraines/ headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: unspecified, weight gain, hair loss, pain: stomach, lower back were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A50512) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: she had no problem when didn't had essure was active and running. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("sever cramping"), mood altered ("moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("vision/eye problems type: unspecified"), visual impairment ("vision/eye problems type: unspecified"), alopecia ("hair loss"), abdominal pain upper ("pain: stomach") and back pain ("pain: lower back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy: (B)(6) 2018, laparoscopic bilateral salpingectomy: (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, female sexual dysfunction, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, eye disorder, visual impairment, weight increased, alopecia, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, eye disorder, female sexual dysfunction, genital haemorrhage, headache, migraine, mood altered, nausea, pelvic pain, tooth disorder, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound pelvis - on an unknown date: -thickened endometrium. Discussed with patient possibility of polyp, fibroid, hyperplasia- recommend endometrial biopsy for evaluation. -essure coils appear to be appropriately placed, though cannot completely visualize tubes - no other source of pain identified on us. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, back pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: unlocked for quality safety evaluation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.